Manufacturer narrative:
Additional narrative: part mfg date: 03march2015. Device history record (DHR) review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of angled ti top loading transconnectors was processed through the normal manufacturing and inspection operations with one non-conformance report noted for printouts missing from the DHR packet. The lot was bounded, reworked and re-inspected. The lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one non-conformance report. This non-conformance report is not relevant to the complaint. A product investigation was completed: the synapse system is an enhanced set of instruments and implants, including clamps, top loading variable axis screws, hooks, transconnectors, and transverse bars and rods, designed for posterior stabilization of the upper spine. The implants provide the flexibility required to accommodate variations in patient anatomy. One ti transconnector locking screw (part 04.614.522, lot and manufacturing date unknown; part 1) was received. One angled ti top loading transconnector/large (part 04.614.552, lot number 7942954, manufacturing date 03mar2015; part 2) was received. And one ti transconnector locking nut 7.5mm (part 04.614.521 lot and manufacturing date unknown; part 3) was received. Upon receipt of the complaint devices it was noted that the locking nut was cross threaded onto the locking screw and the angled transconnector was stuck to the locking screw. Therefore this complaint is confirmed. Part 1: due to unknown manufacturing date the latest accessible drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading of the device. Part 2: the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading which in turn made the screw to become stuck onto the transconnector. A device history record review was launched and it stated that no issues documented during the manufacture that would contribute to this complaint condition. Part 3: due to unknown manufacturing date the latest accessible drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading of the device. The most likely root cause was the screw not properly inserted into the nut leading to the cross threading which in turn made the screw to become stuck onto the transconnector. The instrument design did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The associated device product code (nkg) for ¿orthosis, cervical pedicle screw spinal fixation¿ could not be populated in the applicable field. Additional product code: kwp device was not implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior fusion procedure of the cervical spine at c2-t1 on (B)(6), 2015; it is unknown which level the transconnector was placed at. The surgeon successfully placed the synapse screws, rods, set screws, angled cross links, and outer nuts. However, during final tightening at an unspecified spine location, the surgeon felt cross-threading. While making adjustments to the construct, the surgeon assessed that the set screw had backed out. It was removed due to binding/stripping. The set screw was replaced with a similar implant. A straight transconnector was implanted in the patient because another angled transconnector was not available in the evaluation set. The procedure was successfully completed with a five (5) minute surgical delay. The nut was cross-threaded onto the screw and the screw was stuck to the transconnector. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.